Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate automatic mode switching was observed on the device due to retrograde condition following ventricular pacing. Programming changes were made.